Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experiencing elevated blood glucose (bg) levels on the third day of infusion set use. Customer reports an elevated bg of 280 mg/dl. The customer delivered an insulin bolus via the pump to treat the elevated bg levels. The customer reported when the infusion set is removed on the third day there is a lump at the site location. Before tandem technical support could finish troubleshooting, the customer ended the call to contact their health care provider. Although requested the infusion set information was not provided.